Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted salpingo- oophorectomy surgical procedure, 6mm monopolar curved scissors (mcs) instrument tip part was broken. The customer took it out of the surgical field without setting it up with the instrument. It looked like the mcs tip would not be installed and fixed. The procedure was completed with a backup instrument of same kind. There was no report of fragment(s) falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that they found detached/missing pieces from the instrument and did not use the instrument on patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.60mm x 1.40mm in size.

Event description:
Refer to h11 for follow-up information.